Event description:
Pt using sapphire pump to run in milrinone at 0.25mcg/kg/min (288ml) over 48 hours - 4 hours into the infusion, the pump changed the program to 9.11mcg/kg/min and the rest of the infusion ran in. Patient received 48hr dose of milrinone in 5 hours. Patient sent to the hospital. Patient is on day 3 of hospitalization and no adverse effects noted. Milrinone was held for 2 days and was restarted. Patient has been stable.